Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not yet available.

Event description:
During follow-up, noise resulting in oversensing, low pacing impedance and post-paced t-wave oversensing were observed on the right ventricular (rv) lead. The physician suspected insulation damage. No intervention has been performed. The patient was in stable condition.